Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that device is displaying an e01 error code per the point of contact. It was further reported that no pts was harmed or effected.